Event description:
A scrub tech noticed and reported that one of the da vinci cadiere forceps out of an instrument set was missing the bottom side release clip. The device had previously been used and reprocessed in sterile processing. It is unknown where the side release clip is or how it came off of the device. Without both of the side release clips in place the device cannot be secured in the da vinci robot. Manufacturer response for 8mm cadiere endowrist jaw open angle 0-30 degree 8mm forcep., da vinci (per site reporter): the sales rep provided us with instructions on how to report damaged products and returns.